Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, power loss alarm and post-reset ram crc alarm. The customer's blood glucose value was 85 mg/dl. The customer reported 2 low battery and 2 power loss alarms in the history. The customer stated that the battery did not last more than one week. The product was returned for analysis.